Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The investigation showed that the lift drive mechanics had too much oil on them, resulting in oil dripping from the receptor. It was determined that work was carried out contrary to the service instructions. This issue does not constitute a general error, but a single error in workmanship. The affected part has been cleaned by the local service organization and the not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, it was reported that oil dripped from the receptor onto the patient. The procedure was completed without incident. There is no report of impact to the state of health of the patient involved.